Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported spontaneous deflation cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient would inflate his inflatable penile prosthesis (ipp) device but it would shortly deflate. Physician did not trouble shoot device to locate hole (if any) but replaced entire device leaving the previous reservoir on the right and placing new reservoir on the left. The patient is fully recovered.